Event description:
It was reported that the patient had a system controller communication fault alarm. Log files were sent for review, and they captured driveline comm fault alarms beginning at 11:09 am on 09aug2025, though the log also noted intermittent comm b fault flags throughout the file that did not trigger alarms until then. There were no other unusual events recorded in the log file event history. Additional information provided that the system controller and modular cable were exchanged and they resolved the issues. The patient was issued a new system controller. They were discharged after the modular cable and system controller exchange on 09aug2025.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 09aug2025 was reviewed. The log file captured a driveline communication fault alarm on 09aug2025 from 11:09:04 to 12:32:10 that was associated with a com_b_fault. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. It was also noted that the exchanged equipment was discarded and would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 13nov2023 battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.